Event description:
It was reported to dräger that device reboots occur randomly for no obvious reason and that this affects more than one device. Patient monitoring was always continued after the reboot. It was confirmed to dräger that the reported issue did not lead to patient consequences.

Manufacturer narrative:
A complaint was submitted where it was reported that two delta monitors restarted multiple times. The available ics logs were analyzed by draeger engineering, and they confirm there were two delta monitors that restarted. The reason for the restart could not be confirmed in the ics logs. The logs from both the delta monitors that restarted along with a network wireshark capture would be needed to further investigate the cause of the issue. Unfortunately, they were unavailable for this investigation. It was confirmed that patient monitoring always continued after the ics restart. It was confirmed to dräger that the reported issue did not lead to any patient consequences. Service has confirmed with the site that they have not been able to duplicate the issue or had seen the issue with their own eyes. Should there be a reoccurrence of the delta restarting provide all the ics logs, the delta logs and a network wireshark capture covering the date and time of the issue.

Manufacturer narrative:
Investigation has just started; results will be provided in a follow-up report. H3 other text : on-going.

Event description:
It was reported to dräger that device reboots occur randomly for no obvious reason and that this affects more than one device. Patient monitoring was always continued after the reboot. It was confirmed to dräger that the reported issue did not lead to patient consequences.